Event description:
It was reported that during a procedure of the heavily calcified, distal to mid left main artery, the xience v stent delivery system was advanced but could not cross the target lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A 3.5 mm x 12 mm non-abbott stent was used in the procedure. Though requested, no additional information was provided. Return device analysis revealed that the stent implant was returned loose on the shaft; additionally, blue fibers were noted wrapped around the bent proximal stent struts.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned xience v stent delivery system (sds) noted blood and contrast on the device consistent with preparation and the sds being advanced into the patient anatomy. There were multiple bends throughout the entire length of the hypotube proximal shaft, which is consistent with handling during packing/shipment for return. The distal tip was measured and met manufacturing criteria. The stent implant had dislodged from the tightly-folded balloon and was returned proximal to the balloon on the shaft. The proximal stent struts were bent with blue fibers wrapped around them. Clarification from the account revealed that the presence of foreign material (blue fibers) occurred during handling of the device for return, such as wiping the device after the procedure. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the target lesion was heavily calcified, which likely contributed to the reported failure to advance. As there was no reported damage prior to use, interaction of the stent with the calcified lesion and/or guiding catheter during removal likely contributed to the flared proximal struts. Interaction of the damaged stent with anatomy and/or guiding catheter could have also contributed to loosening the stent from the balloon. Clarification from the account noted that the physician was not aware of the stent dislodgement and that it could have occurred during packing for return. Additionally, there were crimp marks on the balloon between the markers, suggesting that the stent implant was properly and securely crimped on the balloon during manufacturing. The proximal, middle and distal stent outer diameters were measured and all were oversized and did not meet manufacturing criteria. This stent oversizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. A review of the device lot history record did not reveal any nonconforming material records that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.